Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d4. Additional information added to fields h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, it is likely the malfunction occurred because the heat exhaust function did not work properly due to dust on the ventilation grilles. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), customer reported the evis exera iii xenon light source had an error e101 (temperature error). Tac instructed the customer that the light source that is attached has a ventilation problem due to the vent may be clogged. The customer advised he will check and possibly replace the main lamp when he is cleaning out the machine with a vacuum cleaner. The customer advised that the error has now been taken care of. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had an error e101 (temperature error). The type of procedure to be performed was a diagnostic esophagogastroduodenoscopy/colonoscopy. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation: d1, d2, g3, h2, h6 (type of investigation), and h10.